Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with fortum injection (dose, route and frequency were not reported) and vancomycin injection (doses, route and frequency were not reported) for peritonitis. Treatment with antibiotics were ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was hospitalized for the event for "some days". On an unreported date, the patient was treated with vancomycin injection (dose, route, frequency and duration were not reported) and meropenem injection (dose, route, frequency and duration were not reported) for the event. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.